Event description:
It has been reported to philips, that the device display has physical damage and is cracked.

Event description:
It has been reported to philips, that the device display has physical damage and is cracked.